Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, the surgical staff reported seeing wires sticking out at the distal end of the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Complaint wires sticking out at the distal end is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.